Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited backup operation. After a software download, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.